Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this meshgraft ii one time. The last repair was january 27, 2014 where it was reported that the mesher was not perforating the skin graft and the cutter and roller were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the meshgraft ii revealed nicks and scratches to the ratchet handle and head. Nicks and scratches were also noted to the meshgraft handle, and bottom plate. There were some nicks noted to the cutter blades. The device produced a passing test mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the dull cutter, roller, worn side plates, ratchet gear, pin and spring. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was non verifiable since during initial inspection it was revealed that device produced a passing test mesh. However, it was also noted some nicks to the cutter blades, handle and head. The reported was non-verifiable since during initial inspection test mesh was performed and it was passed. However, it was also noted that cutter blades were worn handle has nicks and scratches. The root cause of the reported was cannot be specifically determine with the provided information. The issue was resolved replacement of the dull cutter, roller, worn side plates, ratchet gear, pin and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.

Event description:
It was reported that the device tore the skin graft up. No adverse events were reported as a result of this malfunction.